Event description:
The account reported that they changed the brake casters on this stretcher and now the fifth wheel will not stay up, it will come down and pull brakes out of brake mode. The bed was located in the maintenance area at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support trouble shot the issue with the account and found the account had installed incorrect brake casters. Hill-rom technical support gave the account the correct part number for the brake casters for this version of stretcher. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc, and replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on his bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts were made to obtain resolution with no feedback from the account. Based on this info, no further action is required.